Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient needs to get an MRI and the patient said that the device is not working. The caller did not have any other details about the device not working but said that it does not zap the patient any more. The caller wanted to know if there was a way to find out if the device wasn't working because the battery was dead or if there were some other kind of problem with the device. Agent reviewed device information with the caller. The issue was not resolved through troubleshooting. The caller will follow-up with the physician.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.